Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Intermittent noise can be seen causing inappropriate nst recording on (B)(6) 2025. The short rv interval counter began incrementing on this day, and the sensing trend has decreased. Full lead evaluation recommended. Patient will be brought in for evaluation. Lead remains implanted.